Event description:
The customer reported that the device was infusing water instead of tube feeding. There was a patient event of low sodium due to the inaccurate free water administered. Additional information received on 11jul2025 stated that the serial number of the pump used is unknown. The product number and lot number of the feeding set is unknown. Feed rate/volume settings are unknown. Flush rate/volume settings are unknown. Amount of feed delivered is unknown. Amount of flush delivered is unknown. It is not known if the pump history logged this as feed or flush. The patient was transferred from a medical surgical unit (lower level of care) to the intensive care unit (higher level of care). Once in the intensive care unit the patient received hypertonic saline (3% saline) to correct sodium levels and received seizure precaution monitoring. The patient was discharged and is alive.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device serial number was not available; therefore, a device history record and service history review could not be performed. Several pumps were returned for evaluation and no issues relating to the reported issue was observed. Based on additional information provided by the customer, the root cause is user error associated with not following the instructions for use, specifically associated with continuous and intermittent mode settings. The customer stated they will share education materials and quick reference guides to all mercy health facilities. No further corrective actions are required at this time. We will continue to monitor related reports to determine if additional actions are necessary.